Event description:
It was reported that during the deployment of the embolization coil, the coil prematurely detached within the microcatheter and parent vessel. An alligator snare was used to retrieve the coil. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: the device implant was returned for eval; however, the delivery pusher was not returned. The attachment tether that holds the implant intact with the delivery pusher was broken. The tether end is white opaque. This appearance is consistent with stretching. The proximal end of the implant is stretched. Root cause analysis: the root cause of this complaint could not be determined as the complete device could not be analyzed.